Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Patient's family requested the pickup of the device from (B)(6) due to the death of the patient. (B)(6) service staff visited the patient's home, turned on the device and the high pressure alarm went off. The patient's family believes the failure of the device is related to the death of the patient. The patient also uses a portable oxygen concentrator so in the case of a stationary oxygen concentrator failure, the patient can use the poc.